Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited an increase in impedance measurements from 880 ohms to over 2000, increased thresholds and loss of capture at maximum output. Similar results were noted with two separate programmers. When the lead was connected to a new device, all measurements fell within normal limits.